Manufacturer narrative:
The initial failure description was as follows: "when the system (ECMO) used in pediatric patients (low blood flow), the unit has measured the blood flow is not stable." New information received on 2020-03-04 from service engineer "confirm that service order double entrys #(B)(4) are one and that was our mistake to send you 2 orders." Complaint (B)(4) can be closed as a double entry of (B)(4). All further investigation steps will be handle in complaint (B)(4). (B)(4). Thus, no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4114.

Event description:
Complaint# (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
During patient treatment the unit has measured the blood flow is not stable therefore the rotaflow drive was replaced. Complaint# (B)(4).